Event description:
Allegedly, the device was fired, but did not cut properly. Since the device could not be pulled back, cut there with a surgical instrument and removed the device. Sex: female. Procedure: lar double staple.